Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous high na (sodium) patient samples results on their au5800 instrument. The erroneous results were not reported out of the laboratory. There were no reports of change to patient treatment or injuries associated with this event. The customer provided one example of the erroneous results.